Event description:
It was reported that during the implant procedure while the physician was slitting the sheath for the left ventricular (lv) lead, the lv lead was dislodged. A new sheath was then used to re-implant the same lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).